Event description:
Pump was reported to overinfuse during clinical use. A 250ml bag of kcl was programmed to infuse at a rate of 67.5ml/hr. The entire bag infused in 2.5 hours. No pt injury resulted and no medical intervention was needed.